Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced poor visual acuity . The lens was exchanged for a different lens one month after initial implantation. Residual refractive error was the clinical reason for the explant .

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter that there was no patient harm.